Event description:
Customer reports a meter reading outside of the measurement range on the advantage system (result was 800's mg/dl - the measurement range of the system is 10-600 mg/dl). No symptoms reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No action was taken based on the device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter serial number 8508523441, comfort curve test strip lot number 548887, expiration date 02/29/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.